Manufacturer narrative:
Combination product: yes the returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation confirmed that the balloon has not been inflated. However, the balloon shoulders and the stent are slightly are slightly opened at both ends. Microscopic inspection revealed a constriction of the outer shaft at the proximal balloon weld which impeded proper balloon inflation. The findings indicate that the constriction was most likely caused by application of a tensile force. The transportation wire was not returned for analysis. Both a reference transportation wire and guidewire could be introduced into the guidewire lumen of the instrument. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections during which each instrument is visually inspected for damages. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause for the complaint event is most likely related to the handling during the preparations for the intervention.

Event description:
An orsiro drug-eluting stent system was selected for treatment of the lad. The stent could not be deployed, as the stent would not come off balloon. Two inflation devices were used. Another des was used to successfully complete the intervention.

Manufacturer narrative:
Combination product: yes.